Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was a "manual check mistake." The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The field service engineer (fse) examined the device and determined that the device failed manual check due to the incorrect operation by user. The device was returned to normal after the device manual check. The device remains at the customer site and no further evaluation is warranted at this time.